Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the power switch was damaged due to the amount of operating force applied to the power switch and the number of times that the power switch was used. Additionally, the product was manufactured prior to countermeasures of a change in the power switch design.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the power switch was stuck and unable to turn the unit on and off.

Event description:
Olympus was informed of a report that the power button was stuck. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.